Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the event and was able to confirm that the device had experienced an unexpected loss of power; however, the cause of which could not be determined. Physio-control did observe that device was display a "?" Question mark in the battery gauge indicator on the device screen, indicating that battery 1 was not being recognized; however, there was no indication that it contributed to the reported issue. The power pcb assembly was then replaced to resolve the observed issue. As a precaution, physio-control also replaced the device's battery pins as well as battery contact pcb. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself two times during a patient event. This occurred when monitoring the patient. This report is for the first patient of two patient events with this device. The customer advised that there were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself two times during a patient event. This occurred when monitoring the patient. This report is for the first patient of two patient events with this device. The customer advised that there were no adverse effects to the patient as a result of the reported issue.